Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements less than 200 ohms. Upon device check, noise was seen on the electrogram with isometrics. The patient implanted with this device system was non-pacer dependent, therefore, no pacing pauses were observed. Non-sustained ventricular tachycardia (nsvt) episodes were seen, however, no inappropriate therapy was delivered. The patients' physician elected to perform a revision procedure to replace this rv lead and upgrade the current device to a bi-ventricular device. This chronic rv lead was surgically abandoned due to an observed subclavian crush. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.